Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, reportedly, the root cause of the 2nd insert revision/¿swapped¿ poly was ¿to provide better stability¿ along with the ¿additional surgery¿/¿repair¿ of the medial patellar retinaculum from a prior injury and/or revision. Without the additional requested clinically relevant information, further root cause assessment could not be performed. The patient¿s current health status is unknown. The patient impact beyond the reported 2nd insert revision along with the medial retinaculum repair could not be determined. However, based on the information provided, the insert revision due to laxity does not support a component mal-performance. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter "postal" code: (B)(6).

Event description:
It was reported that, after a previous revision surgery performed about 6 months ago, the surgeon wanted to repair the medial retinaculum of patella. An additional surgery was performed on (B)(6) 2021, and the surgeon decided to exchange the lgn cr high flex xlpe sz 7-8 9mm to provide better stability. Patient current health status is unknown.